Event description:
The customer reported that the device "does not work". There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.